Manufacturer narrative:
(B)(4). No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. During device interrogation, it was noted that the patient received a couple of notifications due to extended charge time. The device was explanted and replaced. The patient was stable post procedure.